Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope had the forceps elevator wire completely cut off. There was no patient harm associated with the event. The device was returned and evaluated, and the tip adhesion was peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cut on knob wire, forceps did not rise at all. In addition to the tip adhesion peeling due to there was a gap in adhesive area between hold ring and distal end, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack, and white-clouded area. Due to deformation of bending tube, connection between bending section and connecting tube was not secured, adhesive around objective lens was peeled and had a white-clouded area. And the connecting tube had a dent. The following device components were scratched: connecting tube, switch 1, switch 2, and the image guide protector. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumes that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.